Event description:
It was reported to boston scientific corporation in 2008 that an autotome sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Female patient; age and weight unknown) according to the complaint, during the procedure, the tip of the tome was nicked, causing it to be sharp. The case was completed with another autotome sphincterotomes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.